Event description:
The pt is implanted with 2 scs systems; 1 located in his cervical region and 1 located in his thoracic region. The pt has 2 model 3224 leads (from the same lot) implanted as part of his scs system implanted in his cervical region. It was reported, the pt was without stimulation. Surgical intervention was undertaken on (B)(6) 2014 to explant and replace both of the pt's ipgs reference MFR report: 1627487-2013-16210 and MFR report: 1627487-2013-16211) and intra-operative testing of the pt's model 3224 leads revealed invalid impedance readings. The physician explanted and replaced both leads with a single model 3228 lead. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.